Event description:
While performing surgery on left knee, the guide pin broke off leaving 4.3 mm of tip. An x-ray was taken and the tip was found to be in the bone. The attending physician decided to leave the pin in for now.